Event description:
It was difficult during the procedure to pull out the lasso catheter from the preface sheath. No patient injury was reported.

Manufacturer narrative:
IFU states under precautions: "do not attempt to advance or withdraw the guidewire and/or catheter sheath introducer if resistance is felt. Stop the procedure and use fluoroscopy to determine the cause. If significant resistance is encountered during introduction, use a 10f or larger introducer."